Event description:
From staff report: rn was trying to position the monitor screen so that the md could see it when the monitor pulled out of the arm and fell on the patients face while he was intubated. The patient was assessed and a cut was found (3 mm) right in the middle of the top lip.engineer's evaluation: during positioning of the display screen, one of the joints on the arm came apart, allowing the display to fall. For this joint to come apart, the display must be lifted vertically about 1 inch. There is nothing to keep this joint together other than gravity. There is a threaded hole in the bottom of the post that could be used to attach a washer which would prevent this joint from separating.